Event description:
Failure to osseointegrate.

Manufacturer narrative:
3 requests for missing information sent to customer. (B)(6).

Event description:
Failure to osseointegrate.

Manufacturer narrative:
3 requests for missing information sent to customer. (B)(6). Customer response states, "the patient was not a smoker and kept up with regular dental cleaning's every 6 months. Patient was not a clincher nor a grinder. No history of diabetes." (B)(6).